Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act keypad dome; the keypad connector found close properly during visual inspection. However, the currents are within specifications and passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. The insulin pump had minor scratched lcd window, cracked near the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's family reported via phone call that the act button was hard to press. Customer's blood glucose was 454 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.